Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Aorta (ao) signal and left ventricle (lv) signal disappeared off the automated impella controller (aic) screen after initial placement of the impella cp. The ao and lv signal reappeared within about one minute after the incident happened and continued to work and function appropriately! The impella continued to operate with adequate flows, motor current and purge values throughout the entire case. The aic is suspected to have malfunction and may need preventive maintenance services. The patient's outcome at explant was survived. No patient harm was noted.